Event description:
Reportedly, during a standard follow-up on (B)(6) 2019, the atrial lead impedance was found saturated at 3000 ohms since (B)(6) 2019 and an atrial lead fracture was confirmed. No anomalies were observed on the right ventricular lead. The pacing mode was reprogrammed from safer to vvi and the tachycardia detection criteria was reprogrammed from parad+ to stability/acc, independent of the atrial lead. The patient was followed-up with these parameters. Based on preliminary analysis, the reported event is most probably attributable to an atrial lead issue.

Event description:
Reportedly, during a standard follow-up on (B)(6) 2019, the atrial lead impedance was found saturated at 3000 ohms since (B)(6) 2019 and an atrial lead fracture was confirmed. No anomalies were observed on the right ventricular lead. The pacing mode was reprogrammed from safer to vvi and the tachycardia detection criteria was reprogrammed from parad+ to stability/acc, independent of the atrial lead. The patient was followed-up with these parameters. Based on preliminary analysis, the reported event is most probably attributable to an atrial lead issue.

Manufacturer narrative:
D3 (email address) corrected. F14 (email address) corrected. G1-2 (first name, last name, email address, phone number) corrected. Please refer to the attached analysis report. - attachment: [20200331 - file-2020-00004 - analysis_and_closure_report_resp-2020-00403.pdf].